Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown head. Device was implanted sometime in 2003. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04310, 0001825034 - 2017 - 04311.

Event description:
It was reported patient¿s right hip was revised approximately 14 years post implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient¿s right hip was revised approximately 14 years post-implantation due to failed metal-on-metal right hip replacement with pain and elevated metal ion levels. During the procedure, cloudy fluid not consistent with infection, but consistent with metal disease was found. Trunionosis was also found during the procedure.attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.